Event description:
A report was received that during an implant procedure, the physician replaced lead extensions due to the inability to get the set screws in the ipg. Upon completion, the physician accidently kinked the lead at the proximal end; causing four open contacts. The patient was reprogrammed and is reportedly doing well following the procedure.

Manufacturer narrative:
The leads sc-3138-55 (s/n: (B)(4)) passed visual, mechanical and electrical tests performed. The complaint has been confirmed. Visual inspection of connector block assembly revealed that the setscrew was backed out completely and loose within the septum. This made it difficult for the setscrew to mate with the connector block thread. When the setscrew was screwed back into the connector, it works fine and the lead extension exhibits normal device characteristics. The leads sc-3138-35 (s/n: (B)(4)) passed visual, photographic imaging, electrical and mechanical tests performed. The complaint was not confirmed. A review of the manufacturing documentation of the explanted leads sc-2208-50 (s/n: (B)(4)) found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that during an implant procedure, the physician replaced lead extensions due to the inability to get the set screws in the ipg. Upon completion, the physician accidently kinked the lead at the proximal end; causing four open contacts. The pt was reprogrammed and is reportedly doing well following the procedure.